Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was on the line reporting issues with high blood glucose level of 530mg/dl. It was reported that the customer needed help inserting the enlite sensor. The customer reported administering six units of insulin with shot. It was reported that the customer states they would call back and hung up the call. No further information was gathered.